Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 80% stenosed, de novo lesion in the distal left anterior descending coronary artery. A 4.0x12 mm xience prime stent was deployed at 17 atmospheres and post-deployment a distal dissection was noted. An unspecified xience prime stent was used as treatment. The procedure was successfully completed. There was no adverse patient sequela. The patient is stable. No additional information was provided.